Event description:
Hill-rom rec'd a report from the account stating that the emergency stop button was broken. The lift was located in the storage room at the account. There was no pt/user injury reported. This report was filed in our complaint handling system as complaint #(B)(4).

Manufacturer narrative:
The account found that the red button had been broken off the switch. They were unable to use the emergency stop button. According to svc manual for sabina, the emergency stop function shall be checked at least once every year. A search of the hill-rom maintenance records did not show hill-rom performed any preventative maintenance on this lift. It is unk if the facility performs preventative maintenance on their lifts. The customer replaced the emergency stop button to resolve the issue. Based on this info, no further action is required.